Event description:
Four months following cypher stent placement, the pt underwent repeat cardiac catheterization that revealed restenosis of the ostium of the circumflex where the taxus and the cypher overlap. This was treated with additional taxus stent placement.